Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer uses an empty syringe to remove air from the cartridge. Clinical support informed customer that using an empty syringe to remove air from the cartridge is off label per the tandem user guide. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. There was no reported adverse impact.